Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the photos provided by the medical center, and our knowledge of the product. Results: the photographs provided showed that the gas outlet port of the subject neopuff unit was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage shown on the photos was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A medical center in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900aeu neopuff infant resuscitator from the medical center for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A medical center in (B)(6) reported that an rd900aeu neopuff infant resuscitator had a broken gas outlet port. This was observed before use on a patient.